Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The 1st clip was being applied on the cystic duct, the clip fell out of the device. On the 2nd clip the device did not form completely, distal end closed by not the proximal end-pear shaped. The 3rd clip scissored and then the rest seemed to form properly. The same device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.